Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. No pt involvement was reported. The report did not provide any additional information.